Event description:
Info was received that reported a pt was hospitalized in 2009 due to an incident of hyperglycemia. The reporter states the same day, the pt's blood glucose was >500mg/dl. He was brought to the hosp and diagnosed with diabetic ketoacidosis. He was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within spec.